Event description:
It was reported that a device related thrombus occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully completed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination in (B)(6) 2023, transesophageal echocardiogram (tee) revealed a non-mobile thrombus on the shoulder of the closure device near the limbus. The closure device created a slight gutter with the limbus ridge at the 90-degree angle but was flush with the ostium at all other angles. The patient was instructed to stop xarelto and proceed with coumadin for three weeks after which an additional tee will take place. No patient complications were reported.